Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump motor did not made any movement. Customer blood glucose at the time of incident 211 mg/dl. Troubleshoot was performed. Customer stated the alarmed did not appear during rewind. The insulin pump was not exposed to magnetic field. Insulin pump will be returning for analysis.

Manufacturer narrative:
The pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No pump error 38 noted during testing. The motor was tested outside of the device and passed. The pump also received with scratched case, missing serial number label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.